Manufacturer narrative:
"Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer, and identified the failure mode as a pinole in the roller pump tubing. The fse replaced the roller pump tubing to resolve the issue. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erroneous ion selective electrode (ise) patient results on their au480 clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.